Event description:
It was reported that pump housing around usb port was damaged, screws no longer held surrounding plastic in place, and pump could no longer be guaranteed watertight, although charging was not affected and caller was unsure how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer was instructed on how to place pump into storage mode, advised that replacement pump would have updated software and would require re-entry of pump settings and reconnection of cgm, agreed to return damaged pump within 10 days using provided shipping materials, and continued using current pump with plan to rely on alternate insulin method if needed while technical support arranged and shipped replacement pump.